Manufacturer narrative:
The pod was received with the cannula deployed. Communication could not be established between the pod and master pdm (personal diabetes manager). Without the downloaded data, it could not be determined if the pod successfully delivered insulin while the device was worn. Inspection found that multiple internal components of the pod were damaged and deformed. These included the reservoir cap, plunger, and o-ring, along with the ratchet gear and piezo. The top ratchet retainer pin was dislodged, and the bottom and middle batteries were depleted. Additionally, a crack was found on the top housing, and the exposed soft cannula was kinked. It could not be determined when these defects and damages occurred, and the investigation could not conclusively determine a relation between these findings and the device's ability to deliver insulin while the pod was worn. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) levels reached around 380 mg/dl while wearing the pod between 1 and 4 hours on the arm. Mother changed the pod and did a bolus, the patient's bg came down right away. There was bleeding when the pod was removed.

Manufacturer narrative:
Remove, method code: 4114 device not returned. Add, method code: 4110 trend analysis.